Event description:
It was reported that a malfunction occurred on the pump, displaying a malfunction code malf 1. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, but the malfunction recurred, leading to the decision to replace the pump. The customer was informed that they would receive a replacement pump with updated software. The customer planned to use multiple daily injections as a backup therapy to ensure continuous insulin delivery in the interim.